Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n402905, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had uncomfortable stimulation; stimulation was too strong to where she could not feel her legs and her legs itched. She was reprogrammed on (B)(6) 2015. Etiology was due to programming and was related to her device or therapy but was not related to the implant procedure. The event was ongoing. Later information received from the healthcare professional (hcp) of a clinical study reported that the event was considered worsening peripheral vascular disease. On (B)(6) 2016 clinical x3 (sdy, hcp, rep): additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was noted as itching. The outcome was reported as unresolved at the time of study exit/death/study closure. Interventions included reprogramming. Interventions included suspending therapy. The patient was instructed not to use the device until further testing for vascular issues in lower extremities. Diagnostic methods included examination. The patient felt one of the programs made her leg itch after she used it. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was strong stimulation. The outcome was reported as resolved without sequelae. Interventions included reprogramming. The patient stated that some of her programs were so strong she could not feel her leg. The stimulation was adequate after reprogramming. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pain at the battery site. The outcome was reported as resolved without sequelae. Interventions included explanting and not replacing the device. The patient reported significant pain at the battery site. The etiology was noted as related to the device or therapy and not related to the implant procedure. Relevant medical history included: spinal pain

Event description:
Additional information from the healthcare professional reported the patient was exited from the study due to all enrolled product being inactive.